Manufacturer narrative:
E1: first name: unknown g4 - PMA/510(k) #: exempt h3: unknown if the device will be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during an unspecified procedure, two ncircle tipless stone extractors (MFR report # 1820334-2025-01571) failed to fully close while the surgeon was extracting stones from a patient´s kidney. The surgeon then changed to a third same device, of a different lot, (reference this report) and the third one also failed. The surgeon then opened an equivalent device from a different manufacturer to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested, however, at the time of this report, no further information has been provided.

Manufacturer narrative:
Additional information: b5, d9, e4. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 30jan2026: the procedure being performed was a ureteroscopy. The open and close function of the device was tested prior to use. Tortuous, calcified, or scarred patient anatomy was denied.